Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2023, when doctor used the double j, during installation, the inlay coil suddenly broken.

Event description:
It was reported that on (B)(6) 2023, when doctor used the double j, during installation, the inlay coil suddenly broken.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting unless otherwise noted. The sample was removed from all original packaging including the perforated bag. The separation took place on the proximal pigtail. The separation looks similar to what is seen when the sample is cut due to the angle and no stretching or discoloration to the material. The suture and pigtail straighter were not provided for evaluation. Dimensional evaluation noted dimensional requirements state the od is to be 0.079" ± 0.002", the tip ID is to be 0.043" ± 0.002", the guidewire to be 0.038" ± 0.001", and tube ID to be 0.050" + 0.002" -0.001". The sample passed all dimensional requirements. The od measured at 0.0789" and 0.0791" using a laser micrometer. The tip ID was measured using a 0.043" pin gauge. The tube ID was measured using a 0.050" pin gauge. A 0.038" guidewire passed through sample with no hesitation. Although an exact root cause could not be determined a potential root cause could be user does not handle with care, bends sharply. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.